Manufacturer narrative:
(B)(4). The device was returned for analysis. The reported shaft separation was confirmed. The failure to advance could not be replicated in a testing environment as it was based on operational circumstances. Based on visual and dimensional analysis of the returned device, there is no indication of a product quality issue with respect to manufacture, design or labeling. The investigation determined the reported difficulties appear to be related to circumstances of the procedure. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot. Additionally, a review of the complaint history identified no other incidents reported from this lot. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
(B)(4). The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information. The 2.75x48mm xience xpedition 48 is being filed under a separate medwatch MFR number.

Event description:
It was reported that the procedure was to treat a de novo lesion in the mid left anterior descending artery with heavy tortuosity, mild calcification and 85% stenosis. A 2.75x48 mm xience xpedition rx stent delivery system (sds) was advanced toward the target lesion, failed to cross the lesion due to the patient anatomy, and a shaft separation occurred outside the anatomy. The device was removed without resistance. A 2.75x38 mm xience xpedition sds was advanced toward the target lesion, failed to cross the lesion due to the patient anatomy and the proximal shaft kinked but remained intact. The device was removed without resistance. A 2.75x23 mm xience xpedition sds was also advanced toward the target lesion, failed to cross the lesion due to the patient anatomy, and a shaft separation occurred outside the anatomy. The device was removed without resistance. Ultimately the lesion was treated using a 2.5x48 mm xience xpedition stent. There were no other device/procedural issues noted. There was no adverse patient effect. There was no clinically significant delay in the procedure. No additional information was provided.